Event description:
It was reported that during a da vinci si ventral hernia repair procedure and while suturing mesh to repair a ventral hernia, the tip of the 5mm needle driver instrument broke and fell into the patient. The surgeon proceeded with the procedure using a replacement 5mm needle driver instrument. The piece was not retrieved from the patient; however, no patient harm, adverse outcome or injury was reported.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. Gts helped the patient clear the error and explained that a large amount of air had entered into the disposable set. The patient advised there were no leaks, but both supply bags were empty. Product surveillance spoke with the patient who stated the lot information was unknown and she did not notice anything unusual with the supplies. The patient explained that she notified her nurse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).